Event description:
Baxter (B)(4) received a report that one (1) intermate leaked form the blue winged luer cap. The unit was filled with pamidronate 90mg in 250 ml in 0.9% saline. The problem was noted prior to product use and there was no patient involvement. No medical intervention. Sample is available for evaluation. No additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation containing approximately 245 ml of solution in the reservoir. Visual examination of the unit confirmed the reported condition of a leak, observed at the connection of the blue winged luer cap. The cap was noted to be tightened on the luer. The root cause of the leak condition was delamination (material build-up) on the core pins causing surface roughness on the winged luer cap. The corrective action was to change the core pins from round polish to draw polish. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.